Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was unknown. The customer¿s blood glucose value was 600 mg/dl at the time of event. The stated that insulin pump was in auto mode and stopped delivering insulin. Customer stated that insulin pump was working. The insulin pump will not be returned for analysis.